Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was suspected of exhibiting premature battery depletion (pbd) and had an estimated remaining longevity of 1.5 years. This crt-p remains in service and will not be returned. No adverse patient effects were reported.